Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device / essure coil in peritoneal cavity"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 752414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches") and weight increased ("weight gain"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, headache and weight increased outcome was unknown. The reporter considered device dislocation, genital haemorrhage, headache, pelvic pain and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2011: unilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant disease, lab data and lot number added. Event migration of essure device added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device / essure coil in peritoneal cavity') and pelvic pain ('pelvic pain / pain') in an adult female patient who had essure (batch no. 752414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (number of live births: 3) and multigravida (number of pregnancies: 3). Concurrent conditions included ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), headache ("headaches"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgical removal of coil(s) and surgical removal of coil(s)/bilateral tubal occlusion with filchie clips). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, headache, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, genital haemorrhage, headache, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2011: results: unilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device / essure coil in peritoneal cavity"), pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 752414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches") and weight increased ("weight gain"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, headache and weight increased outcome was unknown. The reporter considered device dislocation, genital haemorrhage, headache, pelvic pain and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2011: unilateral occlusion 1 quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device / essure coil in peritoneal cavity') and pelvic pain ('pelvic pain / pain') in an adult female patient who had essure (batch no. 752414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (number of live births: 3) and multigravida (number of pregnancies: 3). Concurrent conditions included ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), headache ("headaches"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgical removal of coil(s) and surgical removal of coil(s)/bilateral tubal occlusion with filchie clips). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, headache, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, genital haemorrhage, headache, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2011: results: unilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received: new event vaginal bleeding and menorrhagia were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, headache and weight increased outcome was unknown. The reporter considered genital haemorrhage, headache, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.